Manufacturer narrative:
The investigation is ongoing, and the results will be reported. The manufacturing number is c25-2875.

Event description:
It was reported that the surgeon advanced the sling through the patient as usual, and the trocar came through just at the end of the blue dilator tube. The outcome of the surgery was successful; another sling was opened, and the procedure was completed successfully.

Manufacturer narrative:
Additional information: d5, h3, h6, h11. Investigation results: the investigation found that the device itself met all manufacturing and quality specifications, with the device history record showing no nonconformities. A cross-functional review suggested that resistance during sling advancement, possibly combined with the trocar not being fully seated or improper device loading, led to the puncture. The report concludes that the primary contributing factor was user error related to surgical technique and excessive force during device advancement. Given these findings, no immediate corrective and preventive actions (CAPA) are proposed, and the complaint will continue to be monitored through routine post-market surveillance. The investigation will be re-evaluated if new information arises. The manufacturing number is (B)(4).